Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable and the pump usb port was cracked resulting in difficulties charging the pump. Blood glucose was not impacted. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.